Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she had not used or charged her scs system in 8 months due to an unrelated illness. An sjm representative confirmed the scs ipg was inoperable. As a result, the scs ipg was explanted and replaced with a different model. Stimulation was restored with the surgical intervention.